Manufacturer narrative:
Evaluation results: the portex combined spinal epidural csecure tray was returned for investigation. One 10 ml syringe, which is not an item supplied by smiths medical (B)(4) was also returned. The mp960 (epidural flat filter) was tested against the requirements of the purchase specification (prs) and the inspection procedure (ip). No issues were found. The ip showed that the returned item had passed inspection. The returned products for this complaint were then forwarded to the manufacturing site in (B)(4) for a full investigation into the reported issue. This investigation is pending completion.

Event description:
It was reported that the device leaked through the filter and catheter. The patient had a hard time breathing as a result. No medical intervention was taken to address this issue. No further complications were reported in relation to this event.

Manufacturer narrative:
Primary investigation performed: two spinal needles (007/068/957), two tuohy needles (007/068/918), two fixation catheters (005/101/001), two catheter connectors/epifuse - luer (cp1690), two luer slip syringes (005/600/033), three epidural catheters (007/377/418), one hard epidural catheter (007/095/006), one flat epidural filter (mp960) were all returned for analysis. One mp960 (epidural flat filter) was tested against the requirements of the purchase specification (prs) and the inspection procedure (ip) documents (documents attached) and no issues were found. The three epidural catheters (007/377/418) were inspected and results found in secondary inspection below. Based on the evidence, there was no issue found with the filter component; not confirming complaint. Root cause is unknown. A secondary investigation was performed: three used sample were returned for evaluation (p/n 007/374/418 l/n) unknown; the samples were received in used conditions, one without its original packaging and two with its original open packaging. Upon visual inspection under normal conditions and with a microscope no discrepancies were found. Relevant documents were reviewed (epidural catheter print and cut to length, catheter closed end forming procedure, catheter eye drilling, closed catheter flow test, catheter final inspection, epidural sub-assemblies) and were deemed adequate. Training records, flow test operation, and two procedures were reviewed; no discrepancies found. A visual inspection of 32 units was done; no discrepancies or leaks were found. Based on the evidence the complaint was not confirmed and the root cause is unknown.